Event description:
Customer alleged the brakes failed. Minor injury alleged.

Manufacturer narrative:
The consumer is an (B)(6) female. And resides in an assisted living facility. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the brakes failed on the rollator causing the consumer to allegedly fall over the front of the device. The incident allegedly happened indoors at the facility as she was walking on standard carpet. Initially when the incident was reported, the consumer stated that she sustained a red mark on her leg and could not get up until her family came to get her. The frame of the rollator was bent. The consumer also stated to the dealer at the time of reporting the incident that she was delayed in reporting the incident to the dealer allegedly due to contacting pneumonia and being admitted to the hospital, then being moved to a nursing home. However, when the dealer went to deliver the upgraded replacement unit on (B)(4) 2012, the consumer informed him that a few days after the incident, she experienced some pain in her chest and ended up going to the emergency room. She allegedly sustained bruised ribs. RMA (B)(4) has been initiated for this issue and the product will be returned to invacare for an inspection and evaluation.